Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged and the set screw was damaged.

Event description:
It was reported that the screw came loose when the physician extracted the screwdriver. The device was not attempted in the body and another device was used. No patient complications have been reported as a result of this event.